Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during a low anterior resection procedure, surgeon closed the first handle and waited 30 sec of pre-compression. He activated the second handle; tissue was cut but no staples came out. Surgeon had to suture by hand. A colostomy was already planned for that patient due to general patient health. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # m52m33. The analysis results showed that the cs40g device was received with no apparent damage and with one reload loaded in the device. The reload was received void of staples, with the washer cut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a test cartridge reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.